Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the rep called because they can't connect to ipg on pt's handset. Rep tried both clinician and my therapy apps, resetting handset and communicator, tried a different handset and communicator. The patient reports that the connection issue started about 2 months ago and that he's had an increase in leaking over the last few months. Tech support (tss) reviewed possibility of eos. Tss used the following values in longevity calculator and reviewed that the expected longevity is around 3 years and indicates likely eos based on the implant date (B)(6) 2019. Rep will discuss further with the pt. Amp: 3.0vpw: 210rate: 14hzusage: 24hrs/day. On (B)(6) 2022 additional information was received and it was stated that the device was replaced on (B)(6) 2022. No further complications were reported/anticipated at this time.

Event description:
Additional information was received from the manufacturer representative. They stated the battery was depleted and it was replaced. There was nothing wrong with the battery besides it was end of life. MDR decision updated to not reportable. No additional supplemental reports are required unless additional information received indicates a reportable event.

Manufacturer narrative:
H.6 codes have been updated to reflect the new information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.